Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was 250 mg/dl at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer stated that, the display did not return. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.